Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). D4 and g5 are unknown; no further information was provided. A review of the device history records (dhrs) show there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. These parts were received for investigation: touhy needle 18g 80mm without wing and wing for tuohy needle 18g. Under visual inspection we found that the needle hub was broken as described by customer. Based on the break position we can assume that it happened when wings were snapped to hub. It was not possible to perform functional tests because of extent of needle hub damage. Any similar customer complaint nor internal non-conformity was identified. Wings are externally purchased material. This material is inspected on receiving and function test is performed: fit to mating part "locate the wing onto a simulated needle hub or an approved sample hub. Apply force to the wing until it locates fully onto the simulated/sample hub. The maximum force required should not exceed 5 kgf. There must be no signs of damage to the wing or the hub." The testing was replicated on returned wings and it passed - maximum force was below limit and no damage of wings happened. Root cause of this issue is currently unknown and this is considered to be isolated incident only.

Event description:
It was reported that, during installation of the epidural, the system broke between the transparent and blue part. The sample was changed and all fragments left were taken. No patient injury reported.